Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in hypoglycemia. The infusion device delivered too much insulin overnight and the patient was hospitalized in the morning on (B)(6) 2020. The patient woke up early in the morning and was no longer responsive. The patient's blood glucose result was 27 mg/dl. The patient's husband contacted the paramedics and the patient was treated with 3 ampoules with "40" glucose solution by the emergency services on site. The patient was released from the hospital on (B)(6) 2020.